Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with two proglide devices after a carotid stent interventional procedure using an 8f sheath. Reportedly, a link break occurred when the plunger was pulled back for both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch report number.